Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During device preparation, a steerable guide catheter (sgc) was placed in the vertical position with the tip submerged within a basin of heparinized saline when the loss of fluid column was identified. Troubleshooting was performed by redoing the sgc device preparation and checking all 3-way stopcock and tube connections without success. A replacement sgc was selected and was successfully prepared. The procedure was completed successfully with two mitraclips implanted. The final mr was reduced to grade <1. There were no adverse patient effects or clinically significant delays reported.